Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 1 plexiglass was damaged, door 4 had a significant crack on the hinge side, causing latch misalignment. The field service engineer (fse) replaced plexiglass for door 1. Applied temporary tape fix to door 4 to improve latch alignment. Advised pharmacy on temporary usage and workaround. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 failed. The customer attempted to recover the system, but the issue was not resolved.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.